Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts throughout the stent that were bunched up and bent. The stent had moved distally on the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found numerous kinks. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). A 4.00x38 synergy drug-eluting stent was advanced but strong resistance was encountered and the device failed to cross the lesion. The procedure was completed with a 3.00x32 synergy stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and stent movement on balloon.